Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a rotator cuff repair the blade was shedding. A backup device was available to complete the procedure. No patient impact was noted.

Manufacturer narrative:
Visual assessment of the outer sheath showed a contact point at the distal tip. The abrasion appears to have been the result of contact with the inner blade cutting edge; however the cutting edge shows no damage. It¿s likely that side-loading was applied to the blade causing the inner blade to contact the sheath which resulted in the reported shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.